Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported the radialux handle punctured a vein on the superior flap compromising the integrity of the flap. The surgeon achieved hemostasis and was able to complete the case successfully with no further interventions.